Event description:
Customer reported the cassette lids are difficult to open or the lids will not close correctly which caused a biopsy specimen to be lost.

Manufacturer narrative:
The customer's returned product was tested by the qa histotech and evaluated by the r&d engineer. The histotech inspected and tested 40 of the customer's returned product and 40 related cassettes pulled from the warehouse. During inspection of the customer's returns two cassettes had loose fitting lids. For the retain, there was one cassette found to have a loose fitting lid. Forty cassettes each from the customer return and the retain were processed; 20 of each with tissue and 20 of each without tissue in the peloris processor. After processing, the cassettes were inspected again; two additional cassettes from the customer's return were found to be loose fitting and one cassette opened slightly during processing. There were no changes after processing from the retains. During embedding, one retain cassette was noted to have a loose fitting lid. No specimens were lost from either group during embedding. Product was returned to vendor for investigation.